Event description:
In (B)(6) 2013, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient later complained of muscle pain at the incision site. The surgeon determined that the third implant was too proud and was irritating the muscle. The implant may have been too medial as well and was close to the neuroforamen. The patient did not report any radicular pain. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the third implant. The surgery was completed without incident. The incision site pain resolved following the removal of the implant.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.